Event description:
A surgeon reported that during a vitrectomy procedure, a patient experienced a retinal detachment. The surgeon stated there was a dramatic decrease of intraocular pressure without any signs of failure from the system. The softening of the eye led to the passage of balanced salt solution (bss) under the retina. The procedure was completed. Additional information has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).